Manufacturer narrative:
A device history record (DHR) review was performed, and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
Related manufacturing reference number: 2017865-2024-68856.

Event description:
It was reported that the patient presented to the hospital with syncope. Interrogation the pulse generator noted that the right atrial (ra) and right ventricular (rv) lead had high capture threshold. X-ray was performed and it was confirmed that both ra and rv leads had dislodged. During an attempt to reposition the leads, the helix of both ra and rv leads were unable to rotate normally. The ra and rv lead were explanted and replaced. The patient was stable throughout the procedure.